Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. It was reported that hemo data was not crossing over to sr. Customer support resolved the issue by disassociating the hemo data from images followed by reassociating them again. There were no reports of patient injury. (B)(4).